Event description:
A customer reported via email an alarm issue with the freestyle libre 2 sensor. The customer reported becoming hypoglycemic with blood glucose "well below 3" and the low glucose alarm did not trigger. The customer experienced seizure, and an ambulance was called to home. The customer was treated with bread and jam, then transferred to hospital for further examination and treatment. No further information was provided, and thus-far the customer contact has not been successful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. A tripped trend review was conducted for the reported complaint and fs libre sensor and there were no adverse trends that indicate any product-related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via email an alarm issue with the freestyle libre 2 sensor. The customer reported becoming hypoglycemic with blood glucose "well below 3" and the low glucose alarm did not trigger. The customer experienced a seizure, and an ambulance was called to the home. The customer was treated with bread and jam, then transferred to the hospital for further examination and treatment. No further information was provided, and thus far the customer contact has not been successful. There was no report of death or permanent injury associated with this event.